Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell into the patient. The mcs tip cover was retrieved and there was no clinical consequence. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the mcs instrument and mcs tip cover were inspected prior to use and nothing abnormal was observed. The mcs tip cover was retrieved with a third party forceps. The mcs tip cover fell when the instrument was removed to replace the cannula. The surgeon did not notice any issues with functionality of the mcs instrument. The mcs instrument did not collide with any other instruments during the procedure. A reducer was not used. There was a slight resistance when removing the mcs instrument through the cannula. The mcs instrument wrist was not straightened upon removal. There was damage to the mcs instrument, tip cover, or cannula after the event. It is unknown how long the mcs instrument was in use. The procedure was completed with another tip cover. The mcs tip cover was properly installed, no part of the orange surface was visible, and it was not installed beyond the orange surface. The installation tool was used without electrolube or other lubricant. The mcs tip cover was thrown away and will not be returned to isi. No image or video was provided for isi review.

Manufacturer narrative:
Isi has not received the mcs tip cover for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 470179-19/lot # n10210419-0175) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had four uses remaining after last use. Verification of the mcs tip cover accessory's usage cannot be performed because the accessory's usage is not present in the logs. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The mcs tip cover accessory was installed on an in-house mcs instrument and driven on an in-house system. The mcs tip cover accessory did not separate from the instrument and the fit did not feel loose while installed on the instrument. Additionally, the mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tears were axially aligned and measured from 0.136¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of this failure is attributed to a component failure. The mcs tip cover accessory was also found to have gouges on the middle section. The gouges measured approximately 0.075" - 0.081" in length. The root cause of this failure was attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.